Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient in (B)(6) receiving in tracheal baclofen 2000 mcg/ml via an implanted pump. The baclofen type and lot number were unknown to the reporter and could not be obtained. Other medications the patient was taking at the time of the event could not be obtained. The itb (intrathecal baclofen) was not effective despite daily dose increase from 350 mcg/day to 800 mcg/day. To troubleshoot the pump system, diagnostic testing was performed: a CT scan was "ok" and the catheter was correctly in the intrathecal space, two cap (catheter access port) tests were "ok" and the hcp could aspirate and inject contrast fluid without visible losses along the way, and the pump logs were "ok". The logs were obtained on (B)(6) 2015 and (B)(6) 2015 and there were no stalls or alarms activated. During pump refill, there was no volume discrepancy. The physician programmed a flex bolus of 100 mcg with a total of 600 mcg/day; the result was a poor response. On (B)(6) 2015, a single bolus of 150 mcg was programmed and the patient's spasticity decreased. The daily dose was 750 mcg/day. On (B)(6) 2015, the physician planned to perform a pump rotor test. The patient status at the time of this report was alive - no injury. Additional information received on (B)(6) 2015 reported the rotor test was "ok". The physician decided to increase the daily dose to 1000 mcg/day. Additional information received on (B)(6) 2015 reported the physician decided to surgically explant and replace the pump system on (B)(6) 2015 using an ascenda model catheter and model 8637-20 pump. Following replacement, the pump was programmed to deliver a daily dose of 500 mcg/day. The itb therapy remained not effective with the new devices. Additional information was received from the company representative on (B)(6) 2015. It was reported that the single bolus was given by the pump and that the device was sent to the company.

Manufacturer narrative:
Patient code also applies to the previously reported patient code.

Manufacturer narrative:
Upon device return, analysis found no anomalies.